Manufacturer narrative:
The clinician stated that the abutment was stuck in the implant and they were unable to remove it. They decided to remove the implant and proceed with a bone graft. The fractured abutment is not available for direct evaluation. Fracture in the threaded area of the abutment in typically caused by screw loosening followed by fatigue failure from repeated mastication cycles. Screws typically come loose due to either an inadequate application of torque at placement or lack of maintenance. Zest recommends most abutments be tightened to 30 ncm or the level indicated by the implant manufacturer. The final application of torque should always be completed by using a calibrated torque indicator and failure to do so can lead to screw loosening and eventual failure. Screw loosening can also be addressed by retightening abutments during routine maintenance appointments which can help reduce the likelihood of screw fracture. Since the clinician did not provide the corresponding lot number for the locator abutment, zest was unable to review the specific lhr records. However, all zest products that are shipped out must meet their specific product specifications and must be approved for product release. Any issues are successfully resolved prior to the release of all parts. No further action is required. (B)(4).

Event description:
Locator abutment fractured and the screw portion was stuck in the implant. Clinician removed the implant and proceeded with a bone graft.